Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. In this case, the event may also be related to the patient's history of non-compliance with his antibiotic therapy. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was seen at his outpatient clinic on (B)(6) 2014 and was noted to have purulent drainage from his driveline (dl) exit site. A culture of the dl exit site taken that day proved to be positive for klebsiella pneumoniae and coagulase-negative staphylococcus. Once the cultures were resulted on (B)(6) 2014, the patient's home doxycycline was discontinued and he was started on bactrim. At the time of the event, the patient is reported to have been compliant with his antibiotic therapy. The patient was re-admitted to hospital for the infection and for shortness of breath over the last two days. The patient was further treated with surgical incision and debridement (I an d) on (B)(6) 2014 with wound vac placement. The patient's wound vac was replaced on (B)(6) 2014 because of a clot and the patient was discharged home on intravenous (IV) vancomycin. A repeated dl exit site culture on (B)(6) 2014 at his outpatient clinic visit was found to be positive for staphylococcus aureus, rare alcaligenes xylosoxidans. He was sent home with a peripherally-inserted central catheter and IV vancomycin and ertapenem. Another repeated dl exit site culture done on (B)(6) 2014 was reported to still be positive for pseudomonas aereuginea and enterococcus faecalis and the patient started on IV ampicillin and ciprofloxacin. The event was reported to be unresolved. The primary investigator reported that the event was related to the study device.